Manufacturer narrative:
The insulin pump passed the prime, compromised force sensor, and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
It was reported that the customer had been having repeated, documented issues with no delivery alarms. His blood glucose was 123 mg/dl. Troubleshooting had been completed previously. The customer had not tried different infusion set cannula lengths. The insulin was not expired or denatured. The patient does rotate sites and avoids scar tissue. The patient was using the serter device according to instructions for use. The tubing was reportedly not bent or kinked. Customer stated they have tried all remedies. Customer was advised to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.